Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 19853236, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.